Manufacturer narrative:
Recall: 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported after an unrelated surgery, the patient experienced overstimulation and pain at the ipg site. The patient stated the issues occurred when the device was turned on. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Surgical intervention resolved the reported issue.